Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that the patient presented for normal generator change out procedure. During the procedure, the insulation of the right ventricular lead came off the distal portion of the lead as the lead was being removed from the previous generator. The lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.